Event description:
The father of a female stated on 11/12/06, while the pt was sleeping, her infusion device started beeping and there were numbers displayed and the device was frozen, but the father was unsure of the specifics. The father stated the pt inserted a new power pack and the device operated properly. The father stated he had asked the pt how long the power pack had been in use and she was not sure. The father stated he thought it had been in use for longer than 2 weeks. The father was at work during the report and was not able to provide all the required info. He stated he would call back. The father stated he was aware of the recall. A co rep attempted to reach the customer to gather more info and contact was made. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
H6: no product will be returned for eval.